Event description:
The customer reports the device fails to charge and detect batteries. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by philips repair bench and was confirmed. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back into service to the customer.